Event description:
It was reported that during a bph prostate procedure at 168,861 joules and 25:37 minutes of usage, the fiber tip detached. The fiber was exchanged and the second fiber was defective. It was noted that ¿the surgeon decided to stop the intervention.¿ patient outcome: "no patient injury" was reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (b)(4: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits severe devitrification; the outer flow tubing open end appears damaged and stretched. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.